Event description:
Customer reported to beckman coulter inc. (Bci) seeing a small amount of liquid on the wash station and reagent bottles after running the coulter prepplus 2. The operator was concerned with possible dilution of their reagents from splashing of reagent fluid. No patient results were generated at the time of the event. The customer was using it for morning set up and qc.

Manufacturer narrative:
A field service engineer (fse) was on-site and performed troubleshooting and installed a new syringe pump assembly. No issues have been reported to date after service was on-site. A malfunction will be assumed for the purpose of this report.